Manufacturer narrative:
(B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(4). A (B)(4) field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue during functional testing of the drive unit. The device was tested for 2.5 hours without failure and all safeties and controls functioned according to expectation. During the service visit, the service representative learned that the customer utilizes a third party adapter plate with the disposable sets, which is contraindicated in the instructions for use (IFU) and can lead to the reported issue. The centrifugal pump 5 shall only be used with the revolution head disposable according to the IFU. Preventative maintenance and a functional verification were performed and the device was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by (B)(4) technician.

Event description:
(B)(4) received a report that the centrifugal pump 5 (cp5) did not display flow during a procedure. No errors or alarms were displayed. The drive unit of the cp5 was changed out and the case was continued without further incident. There was no report of patient injury.